Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle on the customer's sensor broke off before insertion. The customer's most recent blood glucose was 179 mg/dl. The needle came out during the insertion process. The customer was able to move the sensor and broken needle away from the serter. The introducer needle fractured and was not in the customer's skin. Nothing further reported.